Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient¿s blood glucose on an unspecified date was above 500 mg/dl without signs or symptoms. It was reported the patient had recent increases in stress levels that may have contributed to the reported serious health event. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. No additional information was provided and troubleshooting was unable to be completed. This complaint is being reported because the alleged hyperglycemia was attributed to an inaccurate delivery issue of unknown cause.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.